Event description:
The reporter contacted animas on (B)(6) 2012, stating the ok and up arrow buttons were intermittently unresponsive. It was reported that the up arrow button was worn. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2016- additional information/device evaluation: the pump was received and investigated by product analysis related to another complaint file on(B)(6) 2012. The pump serial number was updated in this complaint file on (B)(6) 2012; therefore, the following results are based on the original investigation: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons were intermittently responsive to user presses. The keypad cover was removed, and contamination was found under all button contacts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.